Event description:
It was reported that the patient experienced "recent signs of rejection" and chest pain at the pocket site. The patient demanded that the pulse generator be removed.

Manufacturer narrative:
No medwatch form was received.